Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 7.8 mmol/l. The customer reported that insulin pump cracked at the reservoir and was using tape to hold it. Troubleshooting was performed for damage and reservoir was not able to lock in place. The customer was advised to discontinue use of the insulin pump and revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.